Manufacturer narrative:
A ge service representative performed an onsite investigation. Several boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display a fluoroscopic image. There is no report of pt injury or death.